Event description:
The drill broke in the sleeve as surgeon was trying to drill the first screw hole for the final versafit cup. It was at an unusual angle and it's possible the drill wasn't seated correctly, the drill broke at the tip, not long after starting. The cup had to be removed in order to then remove the broken tip, that was imbedded in the acetabulum (fully removed). Drilling holes was still required for the final implant but there wasn't an available medacta drill for completing this process so theatre staff opened a similar drill of identical size from a competitor product. Medacta implants and screws continued to be used for the procedure. This issue lengthened the time of surgery but implants were placed as intended.